Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set cannula bent event on 30-mar-2024. The set was in use for one day and event occured on the first day of insertion. Insertion site was at thigh. No further information available.

Manufacturer narrative:
(B)(6) patient country: united states.